Event description:
During insertion of a 13 mm allograft cage into the l5/s1 disc space posterior, the edge of the cage broke off. The broken piece was retrieved and the cage was left in the pt.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided